Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty select cycler/liberty cycler set malfunction or product deficiency caused or contributed to this event. The patient¿s pd effluent grew the organism neisseria sicca which is typically found in the upper respiratory tract of humans. While it cannot be determined what exactly caused the patient¿s neisseria sicca peritonitis; the patient had a colonoscopy (approximately 2 weeks prior to the event) which is a known risk factor for peritonitis according to the international society of peritoneal dialysis (ispd) guidelines. Moreover, the patient¿s comorbid conditions of esrd and diabetes mellitus also increases risk of infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient on pd therapy was experiencing cloudy pd effluent on. A pd effluent sample was collected by the patient¿s spouse at home and then brought to the outpatient pd clinic for culture. The pdrn stated that the sample yielded an elevated white blood cell (wbc) of 955. The patient was seen in the outpatient pd clinic and a repeat pd effluent culture was performed which yielded an elevated wbc count of 757 and growth of the organism neisseria sicca and the patient was diagnosed for peritonitis. The patient was initiated on intra-peritoneal (ip) fortaz 1 gram and ip vancomycin 2 gram. Upon completion of ip antibiotics, the patient was switched to oral cirpofloxacin 500 mg 1 tablet twice a day. The nurse stated this was a mild case of peritonitis as the patient was responding to antibiotics and the effluent was clear. The patient reportedly remained on pd therapy. The nurse was not able to confirm exactly what caused the patient¿s peritonitis. However, it was reported the patient previously underwent a colonoscopy approximately 2 weeks prior. The nurse indicated there were no known fluid leaks or any fresenius device, product or drug related issue that caused or contributed to the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.